Event description:
The pump was returned for investigation. Investigation revealed keypad cover damage, intermittent and unresponsive keypad buttons, keypad contact contamination, and keypad contact detachment. This report is made based on results of the investigation performed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the keypad was found to be torn. Evaluation revealed the up, down, and contrast keypad buttons were intermittently responsive; the ok button was unresponsive. There was evidence of keypad contamination found under the up, down, and contrast key contacts; the ok contact was missing. The battery cap threads were damaged. Investigation was performed with the returned cap. (B)(6).